Event description:
Information was received indicating that, immediately on use of the smiths medical cadd accessory, leak was noted at the suture at the junction of the bag to the tube. No adverse effects were reported.